Manufacturer narrative:
A proximal segment (143 mm from the terminal pin) of the rv lead was returned for analysis. A setscrew mark was noted on the terminal pin. The rv lead segment was put through and passed electrical continuity and insulation integrity testing. Although the rv lead segment passed electrical testing, only a segment of the rv lead was returned for detailed analysis.

Event description:
Boston scientific received information that a segment of the rv lead was received at boston scientific's return product department in (B)(6) 2016.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2015 for a schedule implant procedure. Perforation and tamponade of the heart wall occurred during repositioning of this implantable transvenous right ventricular (rv) lead resulting in the death of this patient. According to the field representative, this rv defibrillation lead will not be returned to boston scientific.